Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found in the system logs, the 23008 and 23013 errors were found, confirming the fault occurred in the field. The unit was installed on a surgeon side console fixture test platform (sftp) where the 23008 error was triggered indicating fault on the axis 6 and successfully replicating the reported event. The complaint regarding repeated recoverable error was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to an electrical defect within the wrist yaw motor on the affected mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, that the customer contacted the technical service engineer (tse) for phone assistance regarding repeated recoverable errors on the surgeon side console (ssc), specifically errors 23008 and 23013 occurring on the gimbal pitch of a master tool manipulator (mtm). Tse reviewed the system logs, confirmed the repeated errors on the mtm, and recommended swapping in a ssc from another da vinci system to continue the surgical procedure. Later, it was reported that when the customer attempted to connect a ssc from another da vinci system, a system message indicated that the software was incompatible. Tse then checked both da vinci systems in the internal database, confirmed they were running different software versions, and documented that the site converted the case to a laparoscopic approach while the affected system remained down. The procedure was converted to laparoscopic surgery with no reported injury.